Manufacturer narrative:
The cartridge was discarded and not available for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on 17 may 2022 from a 60 year old male with a medical history including end stage renal disease, who stated blood was observed leaking from the cartridge during a home hemodialysis treatment on (B)(6) 2022. Additional information was received on 19 may 2022 from the home therapy nurse (htn) who stated the patient ended treatment without rinseback with blood loss from leak unknown and no associated symptoms or medical intervention required.